Event description:
The patient presented in clinic with pain around the device implant site. The physician suspected device dislocation. The event was resolved by explanting the device. The patient was in stable condition.